Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, high out of range pacing impedance measurements on the right ventricular (rv) lead. This device delivered inappropriate therapy as well. A lead conductor fracture was confirmed. Reprogramming was performed and it was decided by the health care team to deactivate the tachy therapy for this patient. A lead revision and device changeout procedure has been scheduled. At this time, this device system remains in service.